Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that dr. Indicated allergic reaction. The patient came to the clinic due to the missing tooth of right upper (B)(6) 2021. The implantation was performed after examination. The implant of 4.7*8 was implanted. The patient reflected the pain at the implant site and came to the clinic for examination. The allergic reaction of the patient was found. The implant was removed immediately. Pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Implant matched prints were measured using caliper. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), diabetes. The reported device was located on tooth # 17 (fdi) and was used for approximately 4 months, 26 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1236897). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1236897) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction) or product (tsvwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient conditions were unknown/non-verifiable.